Event description:
The recipient reportedly experienced pain with use of the device due to the placement of the device. During the repositioning surgery, the device was damaged and the device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.